Manufacturer narrative:
Updated grids.

Event description:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device display does not turn on. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not identified. Issue did not reproduce. Based on the information available, when philips technician checked the system issue did not reproduce. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Issue did not reproduce, the device was operational after as per manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Event description:
It was reported the monitor turned on, but the display did not turn on.